Manufacturer narrative:
The drill guide was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned drill guide was found to be in good condition with no apparent physical damage. It was able to attach to a known good tracker without issue. No problem found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source - foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the screw thread was damaged. There was no delay to the procedure. No impact on patient outcome.